Manufacturer narrative:
Returned items: - delivery system (non-complaint related) - 2x implant web [one detached (complaint related) and the other attached to delivery system] - introducer (non-complaint related) non-returned items: - microcatheter - controller - dispenser hoop the visual analysis of the returned items found the implant to be detached from delivery system and the delivery system not returned. The tether tail was found to be within the specifications (spec= 0.005"). Unable to do further investigation and testing due to non-returned delivery system (pusher).

Event description:
It was reported that during treatment of an aneurysm multiple attempts were made to detach the web device unsuccessfully. Upon withdraw, of the web device, it detached from the delivery pusher and was removed using a lasso. No clinical consequence to the patient was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.